Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, an evaluation of this lead was performed. Laboratory analysis confirmed reported allegation. The helix extension/retraction difficulty allegation was confirmed, based on the observation of failed helix mechanism test due to a deformed helix (bent). The lead passed all other baseline testing indicating conductors are intact; no electrical shorts between conductors and no blockage in the lumen.

Event description:
It was reported that this right ventricular (rv) lead was attempted due to helix that was stuck and would not retract or extend. The lead was never in service. No adverse patient effects were reported.